Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The rptr indicated the handheld connection to the wand was loose, causing connection failures and diagnostics interruptions. Our technical consultant was able to reposition the cable in order to complete an interrogation. The prod has been returned to the MFR and is pending prod analysis.